Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker IV" diagnosed via mammography. This record is for the left side. Device was explanted and it will be returned.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6), phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade IV" diagnosed via mammography. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade IV" diagnosed via mammography. This record is for the left side. Device was explanted.

Manufacturer narrative:
Corrected data: g3: aware date in supplemental medwatch 1 should have been listed as 11dec2025.